Event description:
The customer reported that his olympus electrosurgical unit had a scorched spot at the junction for the saline connection. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The front panel had scorching present, though the device was still operating properly and had no damage found inside. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the malfunctions occurred due to wrong user handling / user mishandling. Olympus will continue to monitor field performance for this device.